Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR report #3005099803-2009-00248. It was reported that following a polypectomy procedure a burn was noted. A sensation jumbo oval snare was used to remove two unspecified polyps. There was no malfunction of the snare noted. The following day, the pt went to the emergency room with abdominal pain and fever based on cat scan results which noted "fluid in the pelvis due to a burn", the physician determined that "the burn to remove one of the polyps may have been too deep". The burn was unable to be added to a degree scale because "medical treatment was not necessary". The pt is reportedly "doing fine".